Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse confirmed the errors and replaced the incubator assembly. Fse performed alignment for cup transfer, b/f (bound/free) wash, and substrate on incubator. Fse performed diluent well alignment and ran cup transfer test multiple times, which passed. The customer ran quality controls (qc) and all results were within acceptable range. The aia-900 instrument was functioning as intended and the errors cleared. No further action required from field service. A 13-month complaint history review and service history review for similar complaints were performed for serial number (B)(4) from (B)(6) 2016 through aware date (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The aia-900 operator's manual, under section 12: flags and error messages, indicate that 4276-incubator positioning error is generated when the home sensor s120, which is supposed to detect the incubator when it reaches the target position, failed to be activated. Measurement will be interrupted. The solution is for the customer is to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. Error 4275 is incubator slip detected which is generated while the incubator was moving over the specified distance, the stipulated number of detections did not occur at the home sensor s120. Measurement will be interrupted. The solution is for the customer to contact tosoh local representatives and check s120 and pm120 for a possible malfunction. The most probable cause of the issue is due to the incubator assembly failure.

Event description:
On (B)(6) 2018, a customer reported getting error 4276 incubator positioning and error 4275 incubator slip on the aia-900 instrument. The customer is unable to run patient samples for intact parathyroid hormone (ipth). On (B)(6) 2018, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of ipth patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated catalog # and approximate age of device.

Manufacturer narrative:
The incubator assembly (part # 022970) was received at instrument service center (isc) for in-house investigation. Isc investigation verified the component has a failure. The turntable slip error could not be duplicated, however, a loud high frequency noise was emanating from the main bearing. Closer inspection showed a defective bearing component that is speculated to be the probable cause of the turntable slip error. The most probable cause of the reported issue was due to defective bearing component. Corrected data: in the initial report, describe event or problem and section device evaluation by manufacturer stated 25-jan-2018 was the field service engineer (fse) dispatch date. The corrected date is 24-jan-2018.